Event description:
The ge oec 9900 fluoroscopy system would intermittently not complete the proper boot sequence.

Manufacturer narrative:
A ge oec service rep investigated the issue and found that the system pcbs needed to be re-seated. All pcbs and cable connectors were re-seated. The system was tested and found to be operating as intended and released to the customer for use. No negative pt effect was reported due to this malfunction. The facility was unable to, or would not provide any pt info with respect to this issue.